Event description:
Report of tubing break and blood back up the pt's line past the anti-siphon valve and filter during infusion received. This incident happened in a home setting to a pt who is receiving a total volume of 1800 ml of tpn solution to be infused daily over 16 hr rate at nightime on a "taper up/ taper down" mode. Customer reported that the pump gave an occlusion line alarm after an approximated 1400 ml of the solution had already been infused. It was noticed that the tubing broke in two at the distal end of the cassette. There was about 400 ml of tpn solution left in the bag when noticed. A home agency care staff nurse was at the home at the time of the incident and turned off the pump, disconnected the tubing and flushed the port. No bleedback air entrainment reported by the customer. Since the pt has a history of low blood sugar problems, the nurse notified the physician and the physician stated "it's okay, don't worry about it" and ordered to start the pt on pedialyte. The pt is also receiving an intermittent schedule of vivonex solution (nutritional supplement) at 135 ml every 4 hours via feeding tube. The pt also is taking crackers and some fluids by mouth. No reported symptoms of low blood sugar and no pt adverse effects that occurred. New tpn solution, pump and tubing set were sent to the pt and the infusion was resumed on the next scheduled dose.